Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot number 496159), is related to case with patient identifier (B)(6) (test strip lot number 495772).

Event description:
On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 50 mg/dl (test strip lot number 495772) and 237 mg/dl (test strip lot number 496159). On (B)(6) 2016, the customer received the following results on the aviva system within 10 minutes: 48 mg/dl (test strip lot number 495772) and 130 mg/dl (test strip lot number 496159). No adverse event reported. Return of the suspect device was requested for evaluation.